Event description:
It was reported that a lead implanted the previous year had dislodged. The lead was removed and a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; distal segment returned and analyzed.